Event description:
Patient reported her pump is not functioning. It is sn (B)(4). At around 4:30 am it keeps saying blockage detected. Patient states she checked the tubing and there were no kinks. She got it back working adn around 6 am it started doing it again. She changed the battery and it started working again. It then started with the blockage again around 8:30 am. She says there are no kinks. I asked if she could change the site or pump and says she is unable. Her son is the one who does it and he is 1 hour away. I told her she needs to call 911 and go to the hospital. Pt refused. No further information is known. Dose or amount: 30ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to current.